Manufacturer narrative:
Unfortunately, the sample involved in this incident was not available for eval. Consequently, we were unable to confirm the reported issue. However, since the production of this syringe lot, our supplier has implemented certain corrective actions to provide improved packaging for protection of the syringes during transport. This info will be added to the quality systems data for trending purposes and we will continue to monitor for similar incidents.

Event description:
"The physician was performing a thoracentesis and was not able to withdraw pleural fluid. The syringe was cracked. The physician planned to perform a second thoracentesis on the following day."